Manufacturer narrative:
The device history record review shows evidence that the products were released according to all established procedures and qa documentation. Two samples were received outside of their original packaging. The samples were visually and functionally inspected. During the functional inspection, leaking was detected between the connection of the tubing line and the cross spike connector. The reported issue is confirmed and can be related to a manufacturing/production process. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the re-occurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the pump set is leaking at the bottom of the purple spike where the tube is connected.